Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb2023.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Usb charger and usb cable was returned with the reader. No evidence of too hot to hold was observed. Built-in reader test was performed, and the test was passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of damage, burn marks or corrosion was observed. The returned battery voltage was measured to be within specification range. Reader was monitored under thermal camera during operation. Stm processor was present. Performed power consumption test. Off current measured which is within the specification. There was no evidence observed that would cause the reader to become ¿too hot to hold" per the customers complaint. Usb cable tester model m726at was used. Visually inspection has been performed on the usb/charging cable and no issues were observed. Observed open on pin 3 and 4. Usb/charging cable was failed during testing. Visually inspection has been performed on the power adapter and no issues were observed. Used load tester to test returned power adapter. Power adapter voltage was within the specification range. Power adapter passed the testing. A visual inspection was performed using a digital microscope on the returned products. No abnormalities on the reader pcba (printed circuit board assembly) was observed. No abnormalities on the returned power adapter was observed. The returned usb/charging cable was observed to have liquid contamination; the liquid contamination could contribute to the reader not charging properly. No other issues were identified in the reader event log. Bench testing was performed on the reader by using a digital multimeter. The returned battery voltage was measured to be within specification range. The reader powered on and functioned normally with returned battery. The built-in reader self-test was performed and observed to pass with no issues. The returned reader was monitored under a thermal camera when the reader was in the following states: turned on and charging, turned on and not charging, turned off and charging and turned off and not charging. No anomaly was observed. Current findings did not indicate any connection between this reader¿s module function and the user's reported issue of "reader is not charging". Next, the returned reader's off current was tested with digital multimeter and test was observed to pass with an off current, which is within the acceptable range with stm processor. Irregular off current was not observed with the returned reader. Visual inspection has been performed on the power adapter and identified the brand to be phihong. Load tester test was performed and confirmed that the observed voltage was within the range. A continuity test with a cable tester was performed on the returned usb/charging cable and opens on pins 2, 3 and 4 were observed. The returned usb/charging cable was unable to be used with the returned power adapter to charge the returned reader, a known good usb/charging cable was utilized and the reader charged as intended. Therefore, this issue is not confirmed to use due to liquid contamination on the usb/charging cable. It was determined that liquid contamination on usb/charging cable resulted in the reader being unable to charge with that cable. Furthermore, an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.